Manufacturer narrative:
The pump was received with a constant failure of flash memory alarm and new software release detected alarm due to a problem isolated to the mother board. Unable to perform functional testing due to the alarms. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for memory error and software reset. The customer's blood glucose level at the time of incident was 91.8mg/dl. It was reported that the pump would be replaced and returned for analysis.